Event description:
It was reported by a patient that there was difficulty in loading the cartridge and a delay with the wake button. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.